Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance measurements. The physician believed that the rv lead coil may have calcification. During an in-clinic visit there were no abnormal impedance measurements and no noise seen, so the physician reprogrammed the alert from the remote home monitoring system to 200 ohms. Technical services (ts) was consulted to review the data. Upon review, ts noted that the impedance change has been gradual over time and has trended over 125 ohms currently. Ts noted that no stored electrogram (egm) has noise and discussed other troubleshooting and programming options. The rv lead remains in service and no adverse effects were reported. Additional information was received that the shock impedance continued to increase to 167 ohms. The patient was brought in and a 41 joule shock was delivered to assess performance. The shock impedance for the delivered shock was 98 ohms. However, the following day the remote home monitor recorded a shock impedance of 125 ohms. Ts review of the data was requested. Upon review by ts it was noted that the temporary decrease in shock impedance may be due to potential calcification which may have had a lower shock impedance in front of a delivered shock with high energy. Ts suggested to continue to monitor the patient at this time as the patient has never received a shock from the device. At this time the rv lead remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance measurements. The physician believed that the rv lead coil may have calcification. During an in-clinic visit there were no abnormal impedance measurements and no noise seen, so the physician reprogrammed the alert from the remote home monitoring system to 200 ohms. Technical services (ts) was consulted to review the data. Upon review, ts noted that the impedance change has been gradual over time and has trended over 125 ohms currently. Ts noted that no stored electrogram (egm) has noise and discussed other troubleshooting and programming options. The rv lead remains in service and no adverse effects were reported. Additional information was received that the shock impedance continued to increase to 167 ohms. The patient was brought in and a 41 joule shock was delivered to assess performance. The shock impedance for the delivered shock was 98 ohms. However, the following day the remote home monitor recorded a shock impedance of 125 ohms. Ts review of the data was requested.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance measurements. The physician believed that the rv lead coil may have calcification. During an in-clinic visit there were no abnormal impedance measurements and no noise seen, so the physician reprogrammed the alert from the remote home monitoring system to 200 ohms. Technical services (ts) was consulted to review the data. Upon review, ts noted that the impedance change has been gradual over time and has trended over 125 ohms currently. Ts noted that no stored electrogram (egm) has noise and discussed other troubleshooting and programming options. The rv lead remains in service and no adverse effects were reported.